Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen with concentration 500 mcg at a dose rate of 490.97447 mcg/day via an implantable pump. It was reported that when sitting down, the pump pushed painfully against the iliac crest. The patient required in-patient or prolonged hospitalization. The pump was repositioned during an operation performed (B)(6) 2024. The outcome of the event was resolved without sequelae as of (B)(6) 2024. The device diagnosis was indicated as not applicable. The clinical diagnosis was indicated as pain at the pump site. Regarding etiology, the relationship of the event to the implant procedure was not related, and instead related to the device/therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from multiple sources (healthcare provider, foreign, clinical study) indicated important patient and device information.